Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and half way during the procedure a a high force issue occurred. A cable was replaced, but the issue was not resolved. Changing the catheter resolved the issue. No adverse patient consequences were reported. The high force issue is not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This event is being reported because on (B)(6) 2018, the bwi failure analysis lab (fal) received the device for evaluation and found reddish foreign material in the pebax sleeve and a hole in the clear pebax. The reddish material found in the pebax sleeve is not reportable. The hole observed in the clear pebax has been assessed as MDR reportable. The awareness date was reset to (B)(4) 2018.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and half way during the procedure a a high force issue occurred. The investigational analysis completed on 11/20/2018. The device was inspected and reddish foreign material and a hole were observed in the pebax. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. Cool flow pump testing was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. Electrical testing was performed on the catheter and current leakage was observed in the electrode #1. The thermocouple values were found out of specifications. Failure analysis testing was performed. It was found that there is an electrical intermittence on the tip area, creating the temperature issue. The force feature was unable to test due to the temperature issue. However, no force errors were observed during the carto test. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area. The results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. The root cause of the current leakage observed could be related to the foreign material inside the pebax. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).